Event description:
It was reported that device migration and explantation occurred. The left atrial appendage (laa) was noted to have a prominent ridge and challenging anatomy. A laa closure procedure was being performed. Venous femoral access was obtained. A watchman fxd curve access system (was) was positioned at the laa. A 27mm watchman flx pro closure device and delivery system (wds) were advanced and attempted, but ultimately it was exchanged for a 31mm wds. The 31mm wds was inserted, advanced to the laa and the closure device was deployed. The wds was well positioned at the ostium of the laa, and it met release criteria. Approximately five (5) minutes after the release of the closure device, the physician noticed the shape of the closure device had changed on fluoroscopy. The closure device compression which had previously measured 18-22% on transesophageal echocardiogram (tee) imaging was now measuring significantly less at 14%. Unsure of the stability and unable to perform a tug-test, the physicians collectively elected to percutaneously retrieve the device. After successfully retrieving the device with a non-boston scientific (bcs) grasping device, a 27mm wds was attempted through the same was. The physicians also tried a watchman trusteer access system which was then used to attempt to deploy another 27mm device, ultimately also unsuccessful. It was discovered the 27mm wds, although it was a more successful deployment, was not covering the proximal pectinate of the laa so it was removed. Ultimately, two (2) non-bsc laa closure devices were attempted before the laa was successfully occluded with the latter. The procedure was concluded. There were no complications to the patient. The patient is fully recovered.